Event description:
It was reported that the device had error 120.4500. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over to determine the customer reported issue of npi 8015 error code 120.4500. Based on the troubleshooting results, technical support could not determine the proximate cause of the customer¿s reported issue.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error 120.4500. There was no patient involvement.